Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Crease / folding of implant: not observed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Health professional reported right side broken prosthesis. Later, capsular contracture bake grade IV, folds and nodules were reported. Device was explanted and replaced.

Event description:
Health professional reported right side broken prosthesis. Later, capsular contracture bake grade IV, folds and nodules were reported. Device was explanted and replaced.

Event description:
Health professional reported, right side broken prosthesis. Later, capsular contracture, bake grade IV and nodules were reported. Device remains implanted.

Manufacturer narrative:
Continued e.1: postal code: (B)(6), continued e.1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade IV.